Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured approximately 25 centimeters (cm) from the terminal pin. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was likely caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported this right atrial (ra) lead exhibited noise. It was determined the lead had fractured. This lead was successfully explanted. No additional adverse patient effects were reported.